Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a requiring witness upon log on and during dispensing of medications for the past 2 nights, issue is not currently happening. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis had required a witness upon log on and during the dispensing of medications. A technical support specialist (tss) was informed that access to the medication station required a witness during log on and medication dispensing. The tss reported dialing into the medication enterprise server application server and then accessing the pyxis enterprise server settings for the affected station. The tss mentioned navigating to the formulary section, where the witness requirement configuration was reviewed and found to be enabled for a removal related operation. The system functioned after the technical support specialist troubleshoot the device.